Event description:
During outpatient dual chamber permanent pacemaker implant procedure the tip of the pace/sense lead was un-deployed and attempted to reposition. The tip of the lead broke off the rest of the lead and remained in the heart muscle in the right atrium. A new lead was inserted.